Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced the catheter adapter /connector/ hub-defective damaged. The following information was provided by the initial reporter. The customer stated: the customer¿s verbatim report is that the adapter (cat#364902) was not detached from nexiva. As nexiva was returned, this pr was created. Was created for luer lock access device.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the device experienced the catheter adapter /connector/ hub-defective damaged. The following information was provided by the initial reporter. The customer stated: the customer¿s verbatim report is that the adapter (cat#364902) was not detached from nexiva. As nexiva was returned, this pr was created. Was created for luer lock access device.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received photos which display multiple views of a 22g nexiva device with a bd luer-lok access device (llad) attached to the luer hub of the nexiva unit. Based on information provided in the related investigation bd japan was able to confirm that the llad was unable to be disconnected from the nexiva unit. Visual inspection of the provided photos did not find any damage to the nexiva device itself. However, none of the photos provide a clear view of the luer hub which make it impossible to determine if the nexiva luer hub is contributing to the reported defect. The photos do show some deformation to the exterior of the male connector of the llad. This deformation has been addressed in the investigation. The reported defect was confirmed. However, in the absence of a physical sample a root cause could not be determined. Difficulty or inability to disconnect a device may be caused by a clinician over-tightening the connection or using a non-iso complaint luer connection. Additionally, a damaged/deformed luer hub may cause an inadequate connection to be made and lead to difficulty disconnecting a device. A device history review could not be completed as no batch number was provided. H3 other text : see h10